Event description:
Diagnostic testing at a routine office visit resulted in high lead impedance. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.